Manufacturer narrative:
B5: the lens was removed and replaced with a longer length lens (13.2mm). The surgery went very well and the patient 's vision at 3 days post-op was 20/20 -1. The vault was approximately 300 to 400 um. The patient is pleased with the results. Claim # (B)(4).

Manufacturer narrative:
D4: expiration date unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm toric implantable collamer lens, into the patient`s right eye (od). The patient experienced a refractive surprise and the lens had a low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.